Event description:
A customer reported that unexpected negative reactions were obtained on the galileo echo ((B)(4)) for a patient sample with a history of having anti-c.

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files and found that cells 1 and 2 of the initial screening assays resulted as negative. Visually, cell 1 appeared negative and cell 2 appeared weak positive. Equivocal and negative reactions were obtained in cell 3 of the screening assays. Visually, the reactions appeared positive. Additional testing showed that screen cell 1 resulted as negative and visually appeared negative. Cells 2 and 3 resulted as positive and visually appeared positive. The positive control reacted 4+ as expected. Screening cells 2 and 3 are c-positive. A review of the antibody identification assay showed that cells 1, 2, 5 and 14 resulted as negative and all of the test wells visually appeared negative. Cells 4 and 10 were graded 2+. Visually all of the wells appeared positive. Cells 3, 6, 7, 8, 9, 11, 12 and 13 were graded 3+. Visually all of the cells appeared positive. The positive control well reacted 4+ as expected and the negative control well visually appeared negative. All cells resulting as positive are positive for the c antigen. In addition, an immucor field service engineer analyzed reactions and patterned trends as unexpected reactions random group and screen failures occurred at approximately a (B)(4). No patterned discrepancy was observed. The unit was identifying issues to be investigated but not in a consistent manner. The probe was replaced due to randomness and optimization of the camera and robot subsystems. Verifications of the qc assay, aborh assay, and ts_3 assay on 4 patient samples were performed to insure proper operation. Acceptable results were obtained. The instrument is operating according to specifications.